Manufacturer narrative:
As no additional information is expected, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to oversensing and pacing inhibition. The patient's pulse generator remains in service with the new rv lead. No additional adverse patient effects were reported.